Manufacturer narrative:
Correction in sections b1, b5, g3 and h1 have been made. This event is filed under internal complaint ID (B)(4).

Event description:
Due to the new information available the procedure was unable to be performed successfully. The patient was scheduled to have the procedure done at another location. We therefore will report this as an adverse event.

Manufacturer narrative:
He device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the rezum lens is slightly bent, which obstructs the view when it is being inserted into the rezum gun during the procedure. No negative impact in state of health reported.

Manufacturer narrative:
The device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, rezum lens is slightly bent", could be confirmed. The shaft is bent proximally at the transition to the coupling. Due to the bent shaft, one or more rod lenses in this area are broken, meaning that imaging is no longer possible. The proximal eye funnel shows severe scratches and impact marks around the edge. Furthermore, residues of unknown origin can be seen on the distal cover glass. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Product was returned on 10/03/2025 and will be sent to the manufacture for further evaluation. Additional information has been provided in addition of the original MDR filed :due to the new information available the procedure was unable to be performed successfully. The patient was scheduled to have the procedure done at another location. Therefore, this case is deemed reportable. This event is filed under internal complaint ID (B)(4).